Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that this phenomenon occurred due to external force was applied to tip sheath locally since pinhole-shaped damage (hole) has been observed at the tip sheath. It is also presumed that ultrasound media leaked from the tip as a result of condition that air tightness could not be kept due to damage to the tip sheath. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasonic probe exhibited pinhole was at the tip sheath, and the ultrasound media had leakage. There were no reports of patient involvement.